Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. This event was initially reported on 0001032347-2026-00027; however, it was confirmed that it was a duplicate to the event contained within this complaint. Therefore, the event will be reported on this medwatch going forward.

Event description:
It was reported the patient experienced persistent jaw pain, limited mouth opening, and popping following implantation. The right temporo mandibular joint implant dislocated postoperatively, requiring jaw immobilization for approximately seven weeks. After the jaw was unwired, the patient underwent anesthesia and the surgeon tried to manipulate the jaw into opening, but was unsuccessful. Subsequently, the patient reported continuing difficulty eating and during dental visits the left side was described as functioning well. The patient was advised that another surgery to remove scar tissue behind the right implant might alleviate the issue. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h1, h2, h3, h6, h10 and h11. The reported event could not be confirmed due to lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: bilateral mandibular condylar plates for tmj replacement. No acute appearing hardware complication is identified. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.